Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
It was reported that the insulin pump alarmed for no delivery during the prime process. The blood glucose reading was 147 mg/dl. Insulin did not exit with a manual push. Nothing further was reported.